Event description:
Customer reports a fiber leak on reuse number 6 at the onset of treatment noted by a blood leak alarm and visible blood in the dialysate lines. Estimated blood loss was 270cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.